Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump fell into the urinal and got wet and it was not working. The customer¿s blood glucose level was 120 mg/dl, 123 mg/dl, 125 mg/dl. The customer reported that there was fluid under the liquid crystal display screen. There was small hair line scratch on the insulin pump. The troubleshooting was performed for moisture exposure. The customer was advised to discontinue use of the pump and revert to the backup plan. The insulin pump will not be returned for analysis.